Event description:
Boston scientific received information that this patient was in the hospital for a elective device replacement procedure and the patient's wife stated he had passed out at home last week and has been in the hospital since that time. A boston scientific representative interrogated the device and found it is in storage mode. The patient had been scheduled for a replacement procedure multiple times but had been too sick and the procedures had been postponed. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed storage mode with the caller. The caller informed the physician of the device status. It is unknown when this device will be replaced. No other adverse events have been reported. This product issue will be updated if additional information is received.